Event description:
It was reported that two cbc units stopped working during use. A third unit was used to complete the procedure. All collected blood was able to be re-infused, there was no blood transfusion performed from pre-donated blood or a blood bank.

Manufacturer narrative:
The device was not returned to the manufacturer for quality investigation. If additional information is received, a follow up report will be filed.